Manufacturer narrative:
The complaint investigation for a falsely positive result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Trending review determined no adverse trend for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the likely cause lot. Historical performance of the likely cause lot was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the likely cause lot is within the established control limits. Therefore, no unusual reagent lot performance was identified. Based on the investigation, no systemic issue or deficiency of architect anti-hbs lot 17439fn00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that the following architect hepatitis b results were generated for a(B)(6) year old female hepatitis b patient sid (B)(6). Hbsag: 0.00 iu/ml (nonreactive), anti-hbs:12.77 miu/ml (reactive), hbeag: 0.228 s/co (nonreactive), anti-hbe: 0.01 s/co (nonreactive), anti-hbc: 10.47 s/co (reactive). The patient was tested at another institution using an elisa method and results were reactive for hbsag, anti-hbe and anti-hbc. The customer retested the sample and the architect retest results were consistent with the initial test results. The customer tested the sample for hbsag using an elisa method and the result was negative. The customer believes that the architect anti-hbs result is falsely reactive.